Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer performed a comparison between his coaguchek xs serial number (B)(4) and a coaguchek xs pro or plus at the clinic. The result from the coaguchek xs was 2.5 inr. One hour later, the result from the coaguchek xs pro or plus at the clinic was 1.4 inr. After this comparison, the customer continued to use the coaguchek xs meter and performed other comparisons. Refer to the attachment to the medwatch for this data. There was no allegation of an adverse event. The strip lot number and expiration date were requested but were not provided. The suspect meter and strips were requested to be returned for investigation. All test strips lots that were released in the last three months fulfilled the release criteria at that point of time. Retention strips of all test strip lots currently on the market are being re-tested in comparison with the master lot coaguchek xs pt test strip lot every three months after release testing. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.

Manufacturer narrative:
The customer's therapeutic range had been 2.0 to 3.0 inr, but is now 2.5 to 3.5 inr. The method for the laboratory testing documented in the attachment to the initial medwatch was not provided. One vial of test strip containing >10 test strips, coaguchek xs meter serial no. (B)(4), and a code key were received for investigation. The test strips and vial showed no defects. The meter appeared undamaged and was clean on the outside. The returned test strips were measured with the returned meter with two control samples: control sample lot 10005250, specified target range: 2.2-3.4 inr. Control sample lot 10006065, specified target range: 1.6-2.4 inr. Customer strips/customer meter: control lot10005250: 2.6 inr, control lot 10006065: 2.0 inr. All inr control values were within the specified target ranges and no error messages occurred. The returned customer material and retention material complied with specification. Relevant retention test strips (lot 128035-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complied with specification.